Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (56 mg/dl). During troubleshooting with tandem technical support it was found that the customer set the pump basal rate incorrectly. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate carbohydrates and temporarily stopped insulin delivery to address low bg levels. At the time of the report, customer's bg level was 83 mg/dl.